Event description:
Electrical scalpel unit (esu), or bovie, generated a radioactive field during an operating room case. The rf activated the monopolar devices such as the electrical scalpel pencils and monopolar electrode for bladder tumor ablaton even when the activation button was not pressed. That situation, along with the added dynamic of a capacitive grounding pad (megasoft), creates an unsafe electro-surgical electro-surgical environment. Bladder ablation and gastroenterology procedure.